Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due high thresholds and high impedances. No additional adverse patient effects were reported.